Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while disconnected from the ilet during a shower and breakfast and subsequently called for assistance to replace a steel 6 mm contact/detach infusion set and change the cartridge; an agent guided the user through rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill, after which insulin delivery was resumed. Symptoms included hyperglycemia with a reported peak of 221 mg/dl lasting about one hour, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no alerts above the specified threshold, no use of backup therapy, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on infusion set and cartridge replacement. Investigation of this case revealed that hyperglycemia occurred while disconnected from the pump, with no device alarms or malfunctions reported after therapy was resumed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.